Event description:
It was reported that the use of this knee balancer does not allow for patellar subluxation. The medial flexion gap allegedly increases by 2mm once the patella is reduced, which results in the improper amount of bone resection and incorrect size of trial bearing chosen. Thickness markings on the main assembly of the balancer will be shifted by 2mm to account for anticipated effects of patella subluxation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product is serving its intended purpose. The initial report should be voided.